Manufacturer narrative:
This final MDR will be the only report submitted for MFR report #3008264254-2017-00111. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report # 3008264254-2017-00111. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that during a procedure, an og cmplx xtrasoft coil (640cx2535/17568149) could not be detached and there was an issue when opening the box of the og cmplx xtrasoft coil (640cx3575/unknown). The physician used another of the same size devices to successfully complete the procedure.